Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy, under coelioscopy, when the device was used to clamp blood vessels, it did not work. After checking, the user realized the issue came from the clips which were distorted (curved shape), so impossible to use them. Used another device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2021. H6: component code: g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw since the trigger was stiff. The instrument was disassembled, upon disassembly the spring (closure coupler return) was partially out of position caused interaction with the spring (feed link returned) not allowing the clips to be completely fed and 7 clips were found inside clip track. No conclusion could be reached as to what may have caused the spring condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.